Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was the needle piece removed from the patient during the same procedure? Yes. Did the pull off occurred during use on the patient or upon handling before use on the patient? Unknown. Please clarify/specify if j602h and c017d are also involved in this same event (suture pulled off from needle) during same procedure on same patient? Yes, according to or¿s reply. If more than one procedure was affected, were these previously reported to ethicon? If yes, can you provide a product complaint number. No. If not previously reported, please provide. Procedure date: unknown. Product code:w8977, j602h, c017d. Lot number: meq548, n/a, maj092. Quantity involved in each procedure: 1, 1, 1. Event description stating when each involved device had a suture breakage issue in the procedure. Hospital did not provide the detail in procedure. In surgery, they used the j602h, c017d which had suture breakage and they also found foreign matter in w8977 but they did not use w8977. Were there any adverse patient consequences? No. Is the foreign matter non biological or biological material? Unknown. Device return status/follow up? Receive return product on 17 dec from customer. Additional information was requested. When this information is received, a follow-up medwatch report will be submitted: in the most recent information received it was stated that products j602h and c017d experienced suture breakage. Please describe where the suture became broken to confirm if there was suture breakage, needle pull off, or both. Related to: 2210968-2022-00095.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke, and it was reported the suture pulled off of the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 02/09/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 evaluation: visual analysis of the returned sample determined that one empty winding former, a paper lid and a needle product code j602 were received for evaluation. The product code is single-armed and on the needle, the swage and attachment area were noted to be as expected, marks by the surgical instrument were noted on body needle and no suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. The manufacturing records could not be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.